Event description:
It was reported that during a miles/rectum resection, the stud 4-40 broke off the device during the installation of the blade. The procedure was converted to open. There was no pt consequence. There is not additional info available at this time.